Event description:
(B)(6) post market study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject was enrolled into the reprise IV study and the index procedure was performed on the same day (main cohort). Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. On the day of the index procedure, the subject received a loading dose of 325 mg aspirin. An isleeve introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On the same day post index procedure, electrocardiogram (EKG) revealed lbbb. A temporary venous pacemaker was placed for the event. Two (2) days post index procedure, the event was considered resolved. Three (3) days post index procedure, the subject was discharged on aspirin.